Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of mg/dl 32 mg/dl. Customer feel ok to troubleshoot. Customer has been using insulin pump system within 48 hours of reported low bg event. Drive support was not mentioned. Customer blood glucose reading at the time of incident was 32 mg/dl. Current blood glucose reading is 143 mg/dl. Customer low blood glucose reading was treated with food. Customer dive support was normal. Customer changed their set on (B)(6) 2018. Customer was advised to call their healthcare provider. The product was not returned.